Event description:
It was reported by the clinician that the metal in the stimucath was sticking out of the end of the catheter and uncoiled. Add'l info rec'd from the sales rep on 4/17/2009 stated they noticed the coil sticking out of the catheter during the procedure. They had difficulty removing the stylet, tried to pull back on the catheter and just the skin of the catheter came back. They noticed the coil at the skin edge, grabbed the coil and pulled back with that to remove the catheter. There were no pt complications reported.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one stimucath, one block needle and an extension cable were returned for eval. Proximal end of catheter appears to have been cut based on the length of returned catheter and on appearance of the wire on proximal end; entire safety ribbon was missing from the catheter. Distal end of the catheter contained 15 cm of uncoiled wire. Per product's instructions for use (arrow part #b-02060-102d rev. 1) warnings in the suggested procedure state forceful pulling back on catheter could result in catheter breakage. In addition, the tunneling technique contains a warning that if catheter makes contact with stylet tip, catheter damage may occur. The IFU advises against excessive force applied to the catheter and how to proceed if resistance is encountered. The reported complaint that the metal in the stimucath was protruding from the catheter's end and was uncoiled was confirmed through visual inspection of the returned sample. Based on the eval of the catheter and info provided by customer, the potential cause was determined to be procedure/patient anatomy related.